Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The tubing sets were connected to needleless adapters and were being used to deliver unspecified volumes of unspecified blood pressure medications. After unspecified lengths of time in use, it was reported that the healthcare professionals noted the pt's blood pressures were decreasing to unspecified values. At that time, the healthcare professionals noted, the tubing sets had disconnected from the needleless adapters. It was reported that unspecified volumes of solution leaked. The tubing sets were reconnected and the therapies were resumed. It was reported that the pt's blood pressures returned to their target blood pressure and were stable. There were no reported adverse pt sequelae. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the devices were discarded. A rep device from lot 801005h was received. Investigation is not completed. (B) (4), (B) (4).